Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-10262, 10263. It was reported the patient had not used the scs system in approximately two years. The patient reported that stimulation was stronger in his legs than back and advised that he only desired stimulation in his back. Reprogramming did not resolve the issue. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.